Manufacturer narrative:
Balt USA reference #(B)(4). Further analysis pending final investigation results from legal manufacture balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "while treating a carotid body tumour, a magic1,2fm was chosen and inspected before use, nothing was found to be out of the ordinary, it was flushed and prepared according to IFU, no leaks were visible and no resistance felt while flushing. It was navigated to position over a hybrid 007d guide wire and then an angio was performed using a 1 ml medallion syringe, it was noticed that the contrast wasn't coming out of the magic's tip but rather somewhere much more proximal, the magic was taken out and inspected and while flushing it, a tear was visible in a proximal segment of the catheter. The doctor then took a headway duo instead and completed the glue embolisation case without any other issues." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). The product analysis was completed by manufacturer balt extrusion. Summary as follows: - the product is returned in its opened pouch and secondary packaging; - presence of a crystallized residue into the tube; - a bubble shape is present at 8cm from the distal part; the affected device was returned & was inspected in our quality laboratory. During our analysis, we observed the following points: - presence of bubble shape on supple white tube - presence of a crystallized residue into the tube additional analysis on the incident description you filled, the post-market surveillance (pms) data, and the internal investigations (lot history record, quality controls, etc.) Have been conducted. Moreover, during the manufacturing process, several tests are performed: - the magic tubes integrity is 100% controlled by visual inspection; - a calibrated gauge 0.20mm is used to control the microcatheters lumen; - all tubes are flushed during the manufacturing process; - the microcatheters magic are 100% controlled with a 7 bars pressure test and 2 samplings are tested till bursting; - a protective mandrel is inserted inside the microcatheter's lumen before its insertion within a protective dispenser. Based on the above data, we could could link the issue with an overpressure during the injection of the empbolic agent. As indicated on the label and in the instructions for use (IFU: "never surpass the maximum working pressure of use of 7 bars/100 psi as indicated on the label. Never infuse with a syringe smaller than 2.5 ml (piston diameter smaller than 10 mm). At the slightest resistance during injection, immediately stop the injection and pull out the microcatheter". This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "while treating a carotid body tumour, a magic1,2fm was chosen and inspected before use, nothing was found to be out of the ordinary, it was flushed and prepared according to IFU, no leaks were visible and no resistance felt while flushing. It was navigated to position over a hybrid 007d guide wire and then an angio was performed using a 1 ml medallion syringe, it was noticed that the contrast wasn't coming out of the magic's tip but rather somewhere much more proximal, the magic was taken out and inspected and while flushing it, a tear was visible in a proximal segment of the catheter. The doctor then took a headway duo instead and completed the glue embolisation case without any other issues." Incident report form submitted for this complaint indicates that no patient injury was sustained.